Manufacturer narrative:
The hemopro 2 device and cannula were returned to the factory for evaluation. The tool was returned outside of the cannula. The device showed signs of clinical usage and evidence of blood. A visual inspection determined that the scope wash tubing was dislodged from the c-ring assembly and was returned. The c-ring and scope wash tubing were viewed under a microscope; there was evidence of adhesive on the scope c-ring. The scope wash tubing did not display evidence of heat-related exposure; however, it was kinked at the end. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, the scope wash tubing came out of the c-ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Nothing fell into the pt and no intervention was required.